Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call with unexplained fluctuating high blood glucose of between 437 mg/dl to 454 mg/dl. The customer also indicated that the blood glucose level went to 84 mg/dl. The customer did not want to troubleshoot and indicated that he would follow up with his doctor first regarding the high blood glucose.